Event description:
An alarm 20 was reported on the insulin pump during pumping. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller successfully loaded a new cartridge with the assistance of technical support and was able to resume insulin therapy. No further information regarding the outcome of the event was received.